Event description:
A surgeon reports a haptic detached during implantation of the intraocular lens. Following implantation, the lens appeared well positioned in the eye and the pt's visual acuity was 0.8 (20/25). About four weeks following surgery, the surgeon reported the lens was decentered and the pt's visual acuity had decreased to 0.2 (20/100). Due to the pt's advanced age and health status, no further intervention is planned.